Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: no anomalies found. Analysis confirmed power on resets were externally induced and patient symptoms were a consequence of the power on resets.